Event description:
Information was received from a consumer regarding a patient receiving morphine and clonidine, dose and concentrations not reported, via an implantable pump. The indication for use was non-malignant pain. The patient reported their pump was alarming every hour. Per the patient, it started at 10:08 pm (B)(6) 2017. The patent had missed their scheduled refill. The patient¿s refill was scheduled for (B)(6) 2017 but the patient couldn¿t get it filled because the physician was on vacation. The patient was getting the pump filled on monday when the physician was back. There were no patient symptoms and no further patient complications reported.